Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00027; 344-10-708, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient required revision surgery due to infection.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.